Event description:
The pt reported, she experienced an overstimulation sensation. She stated, she was adjusted by the field staff. Her devices had been turned off by mistake and the rep turned them on to where they were, when they were shut off. The pt stated, her toes were curling and her jaw was clenched. The pt was at home and reported her condition as fair. The pt stated, she had called the rep and he was going to call her back. She called back the same day stating, that she could not get a hold of her physician to turn down her device. The pt was instructed to turn the device off until she could see her physician. The pt was redirected to her hcp. Twelve days later, the pt called and requested compatibility info regarding MRI. It was recommended that the pt have her hcp call medtronic for guidelines. The pt reported that she had been reprogrammed by the nurse, at which time the stimulation was turned on to 4 volts after being off; it was not turned on incrementally as it had been before. The pt stated, her options were to go to the ER (she could not drive herself there) or turn her device off; she opted to turn the device off. The device had been off for two weeks and the side effects were reportedly gone. The pt stated, her upper ins was off 80% and the lower ins was off 14% of the time since last programmed. The pt was given compatibility info about the following subjects: emi and magnets and was redirected to call her hcp. The pt requested that the medtronic field staff be contacted on her behalf. The medtronic field staff stated they would talk with the programming nurse to update them that the pt has been locking for a call back for assistance. The hcp reported, the pt experienced overstimulation and numbness. The ipg settings were decreased with no side effects. At the time of interrogation, both of the ipgs were off. One was off for 60 % of the time and the other was off for 13% of the time. The only action taken was to turn both ipgs back on without making any changes.

Manufacturer narrative:
.